Event description:
On (B)(6) 2011 a vns treating physician reported that the vns patient was seen that day for a clinical visit after her generator replacement surgery recently on (B)(6) 2011 and she could no longer feel stimulation. It was discovered that the patient had high impedance and therefore less than expected delivered output current. X-rays were ordered but they have not been received by the manufacturer. It was reported that the patient had been hit in the chest by a friend. Although surgery is likely, it has not yet occurred. Additional information has been requested from the physician but no further information has been received to date.

Event description:
Additional information was received on (B)(6) 2011, when the patient had surgery. The patient's settings were at output=0.75ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=1ma/magnet on time=60sec/magnet pulse width=500usec. System diagnostics prior to surgery showed output=low/current delivered=0ma/lead impedance=high/impedance value > 10,000ohms. The normal mode diagnostics test prior to surgery showed output =low/current delivered=0ma/lead impedance=high/impedance value > 10,000ohms. The surgeon reinserted the connector pin of the lead into the generator and system diagnostics showed results within normal limits of output = ok/lead impedance=ok/impedance value=3516ohms. The surgeon then disconnected the generator from the lead and put the test resistor in. The generator test result was output=ok/lead impedance=ok/impedance value=3973ohms. The generator was then reattached to the lead connector pin and another systems test was performed which showed output=ok/lead impedance=ok/impedance value=3328ohms. The generator was then placed in the patient's body and system diagnostics were again within normal limits. The patient's device was then interrogated to ensure that it was programmed off.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Corrected data: additional information was received which changes the product listed.